Manufacturer narrative:
No repairs were performed by the field service engineer, as the customer declined service; therefore, it could not be determined whether the device failed to meet specifications. A multi-vendor/clinical engineering department has handled the service call. Per good faith effort (gfe) response received 11jan2026, the device had previously triggered a ¿low tidal volume¿ alarm during startup self-check. No diagnostic report (drpt) or diagnostic code was available for further evaluation. Troubleshooting and repair were performed by a third party engaged by the hospital, who replaced the gas delivery system. Following this replacement, the device resumed normal operation, successfully passed performance specification testing, and was returned to service. No personal injury was reported, and the defective part will not be returned to respironics for further investigation.

Event description:
Philips received a complaint regarding a v60 ventilator, reporting that per physician orders, assisted ventilatory therapy was initiated for a patient. During completion of the device startup self-check, the ventilator generated a ¿low tidal volume¿ alarm. The device was immediately removed from service and replaced, and assisted ventilation was subsequently completed successfully. Although there was a brief delay in treatment, no adverse effects or patient injury were reported. The issue was identified during patient setup, prior to patient use; therefore, there was no patient involvement at the time the issue was discovered. This investigation is ongoing.